Event description:
Livanova deutschland received a report that a s5 erc tubing clamp displayed message arterial clamp failure. Clamp open / close buttons disappeared on cp5 during in service.there was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in USA. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
D.4: additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11: the s5 erc tubing clamp was returned to livanova deutschland for investigation and repair activities. Results confirmed the reported issue which was traced back to ingress of fluid inside the clamp. Flat gasket and the ball bearings were replaced, then the unit was tested according to the technical safety inspection and released back as fully operational. Based on all the information collected, most likely use conditions (i.e. Extensive exposure to liquid, e.g. During cleaning) may have led/contributed to the reported event.

Event description:
See initial report.